Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. The reported separation and stretched coils were confirmed although difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. (B)(4).

Event description:
Subsequent to filing the initial medwatch report, additional information was received stating: it was the diagonal branch that occluded, not the marginal branch as originally reported. Additionally, there was resistance during removal of the versaturn guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: zion, whisper, bmw. Other: abbott 3.0 x 18 mm implant. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with some tortuosity and without calcium. The versaturn guide wire (gw) crossed the lesion followed by pre-dilatation with a 2.5 x 15 mm balloon. The 3.0 x 18 mm implant was deployed after which the marginal branch became occluded. Leaving the versaturn gw in, an attempt was made to cross with a non-abbott gw, but it would not cross. A whisper and a balance middleweight (bmw) were also attempted, but neither of them would pass. Since the patient was well, the decision was made to leave the marginal untreated. When attempting to remove the versaturn gw, images showed that the radiopaque marker and tip did not respond to control. It was thought that the tip coil was frayed; therefore a 1.5 x 10 mm balloon catheter was used to help remove the gw. A picture of the versaturn gw was returned and the gw appears to have a core separation and stretched out tip coils. No additional information was provided.